Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically citing error 42 with their g7sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on how to reset the pump, and after following these instructions, the cgm error did not reappear. The caller was able to successfully start a new sensor session.